Manufacturer narrative:
B3: date of event is estimated. The unit was received with a reported oxygen error, confirmed with the contaminated zeolite. Incoming internal 02 measured 61 .1 % and external 02 measured 67.8%, both below specification. The issue was identified as high psa (15) caused by zeolite contamination from moisture absorption. Also mount plate damaged due to compressor vibration. The uip & lower housing was replaced due to damage.

Event description:
It was reported that the patient's device stopped producing oxygen while the patient was out and their oxygen levels decreased to 85%. The system error message was noted. The patient went home right away to their stationary once the issue happened as they had no backup tank. Patient has received their replacement device and is doing fine.